Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on tip of catheter with a bd insyte¿ pnk 20ga x 1.88in. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found foreign matter(residual fragment) on the tip of catheter and easy to fall off.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. While we were not able to confirm the report, a trend for the foreign matter issue has been identified for this product line. The appropriate personnel have been notified and corrective action, CAPA#590616, has been taken to further investigate the issue and prevent future occurrences of this type.

Event description:
It was reported that there was foreign matter on tip of catheter with a bd insyte¿ pnk 20ga x 1.88in. The following information was provided by the initial reporter, translated from chinese to english: it was found foreign matter(residual fragment) on the tip of catheter and easy to fall off.